Event description:
It was reported that the patient developed persistent ventricular arrhythmia. The patient was wearing an implantable ventricular assist device due to severe heart failure associated with arrhythmogenic right ventricular cardiomyopathy (arvc). Ventricular tachycardia was observed on (B)(6) 2019. An implantable cardioverter-defibrillator was activated and arrhythmia arrest was confirmed.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. The account reported that the patient experienced persistent ventricular tachycardia on (B)(6) 2019. The patient received a shock from their implantable cardioverter-defibrillator and the arrhythmia reportedly resolved the same day. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4: corrections.